Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the numbers on the insulin pump were ramping when she was trying to program. The customer stated that the battery was replaced and then the device alarmed button error. Explained the customer that the insulin pump should be replaced. Two days later, the customer called back and stated that she went to the emergency room and obtained a back up plan. No further information was provided.